Event description:
A harmonic scalpel was used with a reprocessed hand piece. The equipment was tested before being handed to the surgeon. The surgeon used it and said it did not work. The scrub tech tested it again and handed it back to surgeon who again said he could not make it work. A new hand piece was applied but the surgeon again could not make it work. The harmonic scalpel was replaced. The surgeon converted to an open procedure. There was no patient harm.